Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise and loss of capture. The patient is not pacemaker dependent and was lost to follow-up. Fluoroscopy does not show lead movement. The lead was capped and replaced.